Event description:
Sylfirmx - experience log date notes (B)(6) 2025 sylfimx treatment 1 - (B)(6) by (B)(4) by (B)(6), mission viejo (B)(6) 2025 tingling on the left side of face starts - becomes stronger a week later to mild burning on left side of face around lips. (B)(6) 2025 tried to go to (B)(6) but doesn't take my insurance (B)(6) 2025 go to my primary care dr (B)(6), (B)(6) - prescribes valtrex for possible shingles. Dr (B)(6) creates neurology referral to dr (B)(6) in case it doesn't get better. (B)(6) 2025 sylfimx treatment 2 - (B)(6) by (B)(4) by (B)(6), mission viejo. Symptoms has reduced to small tingling/buzzing about left upper lip. Discuss w dr (B)(6) - they've never heard anything about nerve problems with sylfirmx before and (B)(6) is a trainer for sylfirmx, very experienced. Went ahead with another sylfirmx. (B)(6) 2025 strong tingling, buzzing, and burning pain around lips and mouth, stronger on left side but also on right side. (B)(6) 2025 first available appointment with neurologist dr (B)(6). He orders a brain MRI and bloodwork for vit b (B)(6) 2025 brain MRI at (B)(6) 2025 bloodwork at (B)(6) 2025 follow up with neurologist dr (B)(6). Brian MRI is clear and bloodwork for vit b is also good. Dr (B)(6) thinks the sylfirmx procedure damaged nerves in the face but he thinks it should improve and heal. (B)(6) 2025 went to see dr (B)(6) at (B)(6) by (B)(4) for different procedure. Reported everything neurologist said and did. (B)(6) 2025 burning around mouth occurs when brushing teeth, eating, sweating (gym) and sometimes for no reason. Tingling on lower left side of cheek is mild, none on right cheek - mouth is the main area of pain. The first 3 weeks after sylfirmx were the worst and was hopeful for improvement, but some days it gets worse. There are some better days and some worse days. (B)(6) 2025 still feeling burning around mouth especially during eating, brushing teeth, applying face cream. Nerve damage not improving. Neurologist confirms brain has no issues. Believes the sylfirmx treatment caused nerve damage around the mouth. Believes it should improve. Today is (B)(6) 2025 and nerve damage has not improved.